Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver vancomycin 750mg/250ml, at the rate 250ml/hr, 250ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pump alarmed for end of infusion. At that time, the nurse estimated 25ml remaining in the bag. It was reported, the pump was reprogrammed to deliver the remaining 25ml and the delivery was started. After an unspecified length of time, it was reported pump again alarmed for end of infusion. At this time, it was reported, the nurse noted, the solution container and drip chamber were empty and air was reported to be 42 inches past the pump. No air was delivered to the patient. The therapy was reportedly completed and the pump was removed from clinical service. The customer contact reported, there was no change in the patient status and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.